Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with moderate ketones, and polydipsia, associated with an alleged button keypad issue. Reportedly, the patient remained on the pump and did not receive any treatment above or beyond the usual routine for diabetes care and management. During troubleshooting with customer technical support, it was revealed the ok keypad button was under responsive and resulted in an under delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: a review of the black box showed the last basal delivery was a 1.75 unit ezbg normal bolus. The black box showed two cancelled boluses due to occlusion alarms. One bolus had 1.74u delivered from the programmed 4.75 units. The second one had 0.396 units of the programmed 5.40 units delivered. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The keypad was intact all keys responded appropriately. Corrosion was observed in the battery compartment. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no further evidence of internal moisture. The keypad latch was found to be fully closed with no damage to the keypad flex. The keypad complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.